Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the lead was fixed, and no capture was obtained. The lead was re-positioned several times, however the issue persisted. The procedure was successfully completed with use of a replacement lead. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.